Event description:
It was reported that this cardiac resynchronization therapy defibrillator exhibited loss of capture and oversensing on the left ventricular channel. Further evaluation was discussed. This device remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).